Event description:
It was reported that a revision was performed due to dislocation of inlay.

Manufacturer narrative:
The affected device was returned and evaluated. The purpose of this investigation was to determine the cause for the disassociation of the tibial insert from the tibial base plate. No destructive testing was conducted during this investigation. Upon visual examination, the distal articulating surface of the femoral component showed wear on the distal section likely caused by contact with the tibial base during articulation. The insert proximal surface of the tibial insert has deformation and burnishing on the posterior section of the insert. The anterior locking mechanism of the insert has deformation likely due contact with the tibial baseplate anterior lock detail that likely occurred either during insertion or after disassociation. If the deformation on the anterior locking mechanism occurred during insertion it would prevent the insert from locking properly. The distal surface of the insert was burnished and deformed on the posterior section likely due to rubbing on the tibial tray surface after disassociation. The features observed on the insert suggest either partial engagement of anterior locking mechanism upon insertion or loading on the posterior section of the insert may have contributed to the disassociation of the insert from the tibial base. Once disassociated the femoral component was able to articulate on the tibial base leading to wear of the femoral component. There were no manufacturing or material deviations noted during our investigation. Safety affairs will continue to monitor this device/ failure mode for future complaints and investigate as necessary.

Manufacturer narrative:
.